Event description:
Reporter noted eye infection three to five days post-op. Required vitrectomy, vitreous biopsy, intravitreal injections of antibiotics. Aqueous & vetreous cultured no growth. Pt is still under treatment. Outcome of event reported as poor.